Event description:
On may 29, 1999 roche diagnostics technical support received notification from clinical investigation site that a device-related computer system caught fire and smoked. The operator of the investigational device removed the electrical connections from the device and the fire self-extinguished. The fire was limited to the computer system and did not cause injury to the operator or damage to the laboratory.